Event description:
The registered nurse (rn) reported to fresenius customer service that the peritoneal dialysis (pd) was hospitalized and diagnosed with peritonitis. The rn reported the patient¿s pd catheter (not a fresenius product) was surgically removed, and the patient has been transitioned to outpatient ¿backup¿ hemodialysis (hd) until a new catheter can be placed. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, organism, medication records, causality) were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of peritonitis, which required hospitalization, pd catheter (not a fresenius product) removal, and transition to backup hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: b2.

Event description:
The registered nurse (rn) reported to fresenius customer service that the peritoneal dialysis (pd) was hospitalized and diagnosed with peritonitis. The rn reported the patient¿s pd catheter (not a fresenius product) was surgically removed, and the patient has been transitioned to outpatient ¿backup¿ hemodialysis (hd) until a new catheter can be placed. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, organism, medication records, causality) were unsuccessful.